Event description:
During suturing of an implant for anterior vaginal wall repair- capio needle tip broke off and was no longer on the capio applicator. No adverse effect on patient. Description of procedure: following the completion of vaginal hysterectomy, the second surgeon proceeded with anterior vaginal wall repair. (Extensive dissection for a large protruding cystocele.) Entered the endopelvic fascia on both sides, felt the arcus tendon of the obturator internus on both sides. (The dissection was all the way back to the cuff from the recent hysterectomy.) With the bladder completely immobilized, the md used a capio to place three sutures on either side thru the arcus at the distal, mid, and apical on both sides. When passing one of the needles, the small pointed capio needle broke off in the tissue and had to be left in the tissue, since surgeon was unable to palpate it. It was the most anterior suture placed along the patient's left hand side. All 3 sutures were placed and surgical placement of vaginal sling completed. The surgeon attempted to palpate the needle and was unable to do so. Suction was used during surgery and there is a possibility that the tiny needle cap could have been removed from the site. Surgeon felt the needle did not pose any harm, x- rays were not performed and surgical removal not clinically indicated.